Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for single leaflet device attachment (slda). It was reported that on (B)(6) 2019, one mitraclip was implanted, reducing grade 4+ degenerative mitral regurgitation (mr) to grade 2+. On (B)(6) 2019, an echocardiogram was performed on the asymptomatic patient. It was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to grade 3. No treatment was provided. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on 02/26/2019, the patient was re-hospitalized due to declining respiratory condition. Medications were administered; however, the condition continued to decline. On (B)(6) 2019, the patient died. Per study physician, the death is not related to the mitraclip device or procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot-specific product related issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.